Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe stress urinary incontinence, mesh erosion, and infections. No further information has been provided.